Event description:
It was reported by the customer that the device's lid will not stay closed and that when the on/off switch is pressed there are no voice prompts. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control continues to evaluate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.